Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, blue pixels appeared when firing at 78%. Once the ablation was stopped, the blue pixels dissipated. It was noted that the blue pixels appeared in the direction that the user was firing and caused the user to stop the ablation because he could not see where the heat was spreading. There were no patient complications reported in relation to this event.